Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2011. According to the report, the patient has been experiencing high pressure when lying down. The report stated the patient is hearing a dripping like faucet sound next to her right ear and sometimes a ringing sound. It was reported the device is not functioning properly. Reportedly, the patient is experiencing discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.